Event description:
Information received from the field notes that the patient was admitted to the hospital with a heart rate of 40 ppm and an evaluation showed an increased ventricular threshold.~~~~~